Event description:
The drill failed to operate and the surgery had to be delayed. According to the customer the pt was already prepped and the surgery was about to begin when they discovered the drill would not work and then the surgery was cancelled. No injury but potential for injury.

Manufacturer narrative:
Internal components worn over time. Required cleaning and replacement of worn components.